Event description:
It was reported when using the bd pyxis medstation system displayed an "unable to authenticate" error message during critical instances when nurses urgently needed to access medications. The customer reported that this malfunction occurred while users tried to dispense medications to a patient, which led to a delay of about 10 to 15 minutes in medication delivery. Several nurses have been experiencing this issue. Assistance was provided to intervene and facilitate the removal on their behalf. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device login issue was due to the user account being locked. A technical support specialist advised the user to reach out to the information technology department to unlock the account and confirmed with the customer that the hospital 's information technology team was actively investigating these issues from their end to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.